Event description:
It was reported that, the packaging on these 2 swan-ganz catheters from the same lot number were observed to have puncture-like holes and what looks like condensation marks. Images were provided by the customer. There was no patient injury reported. The customer shared that there were multiple devices that had the same issue. As a result of the issue found, the customer pulled their model 123f6p and 110f5 swan-ganz catheters and inspected them all for holes in the packaging. The issue was resolved by switching to a non-edwards brand pulmonary artery catheter.

Manufacturer narrative:
Two 110f5 catheters from the same lot number, in sealed packaging, was returned for examination. The reported issue of "marks" was confirmed. As received, indentations and opaque marks around the indentations were observed on the outer surface of the plastic tray. The marks were part of the tray and was not condensation. Most indentations were 0.03" in diameter. The marks were round and varied in sizes. The images provided by the customer had similar marks as the received product. The report of "puncture holes" was not confirmed. There was no other visible defect or damage observed from the packaging. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.